Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-04020. It was reported that patient experienced uncomfortable stimulation. In turn, surgical intervention was undertaken on unknown date wherein the system was explanted.